Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. However, a photographic image of the reported instrument was provided by the site. The image of the instrument showed that one of the grips on the instrument was broken off at its base. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the jaw on the 5mm needle drive instrument broke off and fell into the patient. The broken instrument piece has been retained by the patient. As of the date of this report, there has been no report by the site, that the patient was experienced any harm/and or adverse outcome as a result of retaining the foreign object.

Event description:
It was reported that during a da vinci ventral hernia repair procedure, half of the jaw on the 5mm needle driver instrument, broke off and fell into the patient. The instrument fragment was not retrieved from the patient. No patient harm, adverse outcome or injury was reported. On (B)(6) 2014, the intuitive surgical, inc. (Isi) clinical sales representative (csr) who reported this complaint provided additional information regarding the reported event. According to the csr, he was present during the surgical procedure. Halfway through the surgical procedure, while the surgeon was attempting to suture close the defect in the patient's hernia, the jaw on the instrument broke. The surgeon searched for the broken instrument piece; however, it was not located. No instruments were removed during the surgical procedure and no instrument collisions occurred during the surgical procedure. On (B)(6) 2014 isi contacted the site's robotics coordinator to obtain additional information regarding the reported event. According to the robotics coordinator, she was not present during the surgical procedure. However, it was reported to her that the surgeon was performing suture using a 0 size needle. While the surgeon was attempting to apply a second suture, the tip of the instrument broke. An x-ray performed showed that the patient retained the broken instrument piece; however, the surgeon made the decision not to retrieve the broken instrument piece. There was no harm to the patient. On (B)(6) 2014, the csr reported that while the surgeon was performing suture, the wrist of the 5mm needle driver was extremely articulated, which placed pressure on the instrument and caused the surgeon to drop the gs21 (covidien) needle. The surgeon observed a flash and then observed that the jaw of the instrument was missing. The needle was retrieved.